Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient's mother reported that the patient's blood glucose level rose to 422 mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site (site unspecified), the pod's cannula was found bent with blood on it. The pod site was swollen, red, and blistering after removal of the pod. They took photos of the blistering skin and sent to the patient's health care provider on whatsapp. The provider told them to use cream fucidin h- applied on the area of the cannula and the pod 3 times a day for 5 days. They did not seek medical attention in person and no diagnosis was provided.